Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that will be used in spinal fusion therapy. It was reported that the tip of the driver was broken. There were no further complications or symptoms reported. Additional information was received via manufacturer representative that there are no broken fragments left inside the patient.

Manufacturer narrative:
H3: product analysis of part# 6550002, lot# nm17j041 visual and optical inspection confirmed the torx tip has been sheared off. Optical inspection confirmed a flat surface fracture with circular material flow. This type of damage is consistent with torsional overload. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.